Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope's image wasn't sharp. The issue was identified at the beginning of a therapeutic robotic sleeve. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section and the charged-coupled device were broken, fiber bonding in the outer tube area was damaged and the outer tube was dented, and the light transmission was lost or became low. A root cause could not be identified. Based on the results of the investigation, the cause of the unsharpened image was likely due to a broken light guide bundle and charged coupled device, which resulted in low transmission of light and stripes occurring on the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.